Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspections confirms the welded region on the r3 straight shell impactor was fractured. This was likely due fatigue loading of the weld joint caused by repeated impacts. The device exhibits signs of significant wear/ usage. The device was manufactured in 2008. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.

Event description:
It was reported that the r3 straight shell impactor is broken. It is unknown when this occured or if there was a delay o back up to cover. No injuries reported at this time.